Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment. Device had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the whole center part of screen of insulin pump was not working and had glitches. Customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.